Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of pericardial effusion leading to a procedural abortion was reported where versacross rf wire and versacross transseptal sheath were used in the procedure. Transseptal puncture was successful using the versacross devices. However, the versacross rf wire was determined to be in the incorrect location using fluoroscopy and angiography. A pericardial effusion was noted. Heparin was reversed and the patient was treated with pericardiocentesis. Medication was also administered to stabilize the patient. Transesophageal echocardiography was used to periodically to monitor the effusion. After the rf wire was removed, a trace effusion was noted. The patient was stable and remained in hospital overnight. Transthoracic echocardiography the following day indicated that there was minimal residual of the pericardial effusion. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with the report number 3019751610-2022-00031.